Event description:
It was reported that the patient experienced discomfort with the implanted system. The pulse generator was explanted, and the electrode was capped and abandoned. No new system was implanted. There were no additional adverse patient effects.